Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted the jaws of the instrument were damaged, and clips were jammed under the channel cover. Functionally, the first instrument was cycled and the clip did not load properly due to the damaged jaw. The jammed clips were removed from the second instrument; as the third clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that the clips did not load properly into the jaws as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. Damaged jaw condition may occur if the instrument is applied over an obstruction during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to squeezing the handles to place a clip, confirm that it will be positioned free of other clips and other obstructions. Firing a clip over a clip may result in bleeding, lack of hemostasis, and/or damage to the instrument jaw. Ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open neck dissection, parotidectomy, flap repair, skin graft surgery, the surgeon able to squeeze the handle, but experience issue during loading or firing of the clips. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.